Manufacturer narrative:
Logfile review for the day of treatment could confirm there was an issue with eye track test and the reported surgery were aborted two times by the user. During technical onsite visit the field service engineer (fse) was unable to reproduce the errors. The fse proactively replaced the eye tracker board as well as the ir led halo and performed system verification to specifications per service test procedure. The root cause could not be identified. The possible root cause could be eye anatomy or movement of the patients eye. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported that upon starting laser treatment for the left eye, the eye tracker was unable to completely lock on and was constantly jumping back and forth. Pupil irregular and unable to be found error message displayed. Tracking was able to lock on after multiple attempts but was lost again after two seconds. The surgeon laid down the flap and moved the patient to a different seat. The system was then recalibrated and the eye tracker test was performed and passed. The patient was moved back to the bed, the flap was re-lifted, cornea dried, and again the eye tracker gave several error messages and was fluctuating in percentages. After a few minutes tracking was achieved and treatment was started but only lasted for a few seconds before shorting out due to inconsistent percentage for eye tracking. It took several more minutes to achieve a good percentage for eye tracking and the remaining six seconds of treatment was attempted until an error message displayed stating the center pedal needed to be pressed. Upon pressing the center pedal, the laser said pupil center but the laser displayed an error message stating the laser treatment stopped. The center pedal was pressed again but after several attempts to restart treatment, the treatment was aborted and the flap was laid down. The patient will be seen at a later date for follow up. Additional information received states the event happened to a lasik patient. There was six seconds left on the treatment and the surgeon decided not to finish. The patient is young and is seeing well even with an incomplete treatment.